Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. Model #: sc-4316, lot #: 18571756, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were redness and drainage. It was noted that the went out of town then got ill and went to the emergency room (ER) and was prescribed antibiotics and underwent an explant procedure. The physician did not believe that the infection was procedure related. No device malfunction was suspected.